Event description:
The customer reported that the quick bolus/wake button on their insulin pump was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact on the customer's blood glucose level as a result of this issue. The customer continued to use the pump for insulin therapy.